Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation of uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, throat pain, otalgia, dysmenorrhea, vaginitis, dysfunctional uterine bleeding, menometrorrhagia, endometriosis, uterine fibroids, heart murmur, menorrhagia, anemia, obesity, miscarriage and abortion. Concomitant products included ethinylestradiol;norgestimate (sprintec) and norethisterone acetate (aygestin). In 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced headache ("headaches"), pelvic pain ("pain she had pain on the left side a lot and some pain on the right."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), hypersensitivity ("allergic reactions"), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), rash ("rashes"), gastrointestinal disorder ("gastrointestinal disorder") and malaise ("sick") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, headache, the last episode of weight increased, hypersensitivity, endometrial hyperplasia, menorrhagia, migraine, adenomyosis, dysmenorrhoea, dyspareunia, vaginal discharge and malaise outcome was unknown and the nausea, pelvic pain, vaginal haemorrhage, fatigue, abdominal pain upper, uterine pain, rash and gastrointestinal disorder had resolved. The reporter considered abdominal pain upper, adenomyosis, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, gastrointestinal disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pathology test - on 21-jul-2016: uterus, hysterectomy ¿ cervix: chronic cervicitis myometrium: multiple benign intramural leiomyomata. Adenomyosis. Bilateral cornua: surgical hardware consistent with hysteroscopic sterilization devices.. Ultrasound scan vagina - in 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), migraines, ,reproductive system disorder or condition type of disorder or condition: adenomyosis, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, stomach pain, uterus pain, rashes, gastrointestinal disorder, sick" were added. Outcome of events "pain, nausea, rashes, bleeding, fatigue, gastrointestinal disorder" were updated as recovered. Concomitant drug, lab data and medical history were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/ perforation of uterus') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, throat pain, otalgia, dysmenorrhea, vaginitis, dysfunctional uterine bleeding, menometrorrhagia, endometriosis, uterine fibroids, heart murmur, menorrhagia, anemia, obesity, miscarriage and abortion. Concomitant products included ethinylestradiol;norgestimate (sprintec) and norethisterone acetate (aygestin). In 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced headache ("headaches"), pelvic pain ("pain she had pain on the left side a lot and some pain on the right."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), nausea ("nausea"), hypersensitivity ("allergic reactions"), endometrial hyperplasia ("endometrial hyperplasia"), abdominal pain upper ("stomach pain"), uterine pain ("uterus pain"), rash ("rashes"), gastrointestinal disorder ("gastrointestinal disorder") and malaise ("sick") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, headache, the last episode of weight increased, hypersensitivity, endometrial hyperplasia, menorrhagia, migraine, adenomyosis, dysmenorrhoea, dyspareunia, vaginal discharge, malaise and anaemia outcome was unknown and the nausea, pelvic pain, vaginal haemorrhage, fatigue, abdominal pain upper, uterine pain, rash and gastrointestinal disorder had resolved. The reporter considered abdominal pain upper, adenomyosis, anaemia, dysmenorrhoea, dyspareunia, endometrial hyperplasia, fatigue, gastrointestinal disorder, headache, hypersensitivity, malaise, menorrhagia, migraine, nausea, pelvic pain, rash, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pathology test - on (B)(6) 2016: uterus, hysterectomy ¿ - cervix: chronic cervicitis - myometrium: multiple benign intramural leiomyomata. Adenomyosis. - bilateral cornua: surgical hardware consistent with hysteroscopic sterilization devices.. Ultrasound scan vagina - in 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event blood or heart disorder/condition type: anemia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("headaches"), weight increased ("weight gain"), nausea ("nausea"), hypersensitivity ("allergic reactions"), endometrial hyperplasia ("endometrial hyperplasia") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation, headache, weight increased, nausea, hypersensitivity, endometrial hyperplasia and pelvic pain outcome was unknown. The reporter considered endometrial hyperplasia, headache, hypersensitivity, nausea, pelvic pain, perforation and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.